Manufacturer narrative:
Internal reference number:(B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2021. A revision surgery was performed on (B)(6) 2023 due to a feeling of wrongness a month prior. During the revision surgery, it was found that the acl and pcl were torn. Additionally, it was found that the insert was worn and that the femoral component was hitting the tibial baseplate, which caused metallosis. All implanted products were exchanged to legion. Patient's current health status is unknow.

Manufacturer narrative:
Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the current patient health status and the requested medical documentation are not available. In the absence of the requested information, clinical factors which could have contributed to the reported event could not be definitively concluded. The patient impact beyond the reported onset of symptoms and revision with intraoperative findings cannot be determined. No further medical assessment can be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. Additionally, wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis and lead to early revision surgery to replace the worn prosthetic components. These have been identified as possible adverse effects. A review of the risk management files revealed these failure modes were previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated devices were returned and evaluated. The retrieved devices were examined using visual and macroscopic/microscopic methods. Visual examination of the retrieved items showed damage to the medial condyle of the femoral, damage to the medial side of the outer rail on the tibial baseplate, and delamination damage to the articular surface of the medial insert. The femoral and baseplate components revealed multiple scratches and signs of wear. Macroscopic/microscopic examination of the retrieved items showed no damage observed on the leading anterior edge of the medial insert, wear and discoloration on the articular surface of the lateral insert, and damage to the leading anterior edge of the lateral insert. No damage was observed on the leading anterior edge of the medial insert. No additional unexpected visual features noted. No evidence of deviation in processing or material was found for the retrieved item. No definitive conclusions as to the cause of these issues can be determined. The clinical/medical investigation concluded that, in the absence of the requested information, clinical factors which could have contributed to the reported event could not be definitively concluded. The patient impact beyond the reported onset of symptoms and revision with intraoperative findings cannot be determined. No further medical assessment can be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed in the possible adverse effects that, although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. Additionally, wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis and lead to early revision surgery to replace the worn prosthetic components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time, friction, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed."